Manufacturer narrative:
Correction information provided in b.2., b.5. And h.11. Upon further review of all available information following submission of the initial report, this event does not meet criteria for reporting as a serious injury. No further reports required. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received and reported that the iol was exchanged for the different model company lens with half a diopter more power indicating the correct lens power was not implanted initially. There is no reported defect or fault with the iol.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following an intraocular lens (iol) implant procedure, patient was dissatisfied with near visual acuity. Lens was explanted in secondary procedure. The clinical reason for explant was reported to be patient was dissatisfied with near visual acuity. The iol was replaced with unspecified lens approximately four months after initial procedure. Additional information was requested.